Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v887349, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient replied a second time to the initial letter. When asked what the c ircumstances were which led to their reported issues, they said ¿cramping of muscle, lower back pain and uncontrollable bladder urination. In response to the inquiry for what steps had been taken to resolve the event, the patient reported they called the manufacturer company group and they told the patient to turn it off. In response to the inquiry for additional information about only 1 lead working and if there was a device issue, the patient reported ¿yes, a device was issue that how we found out only one lead works.¿ no further complications were reported at this time.

Manufacturer narrative:
Product ID: 3889-28, lot# v887349, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the circumstances were which led to their reported issues, they said there weren't circumstances; they had discomfort from the first day the device went in. They told their healthcare provider and were advised to give it time to work, but it just became worse. They reported they called the manufacturer and had someone walk them through turning off the device. When asked to clarify the report that only one lead was working, they said they did not know any additional information. They had gone to see georgia urology, and had taken the device with them. They were told only one lead worked after it was tested.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v887349, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's stimulator is driving her crazy, when she sits she cannot stand it, her back is so sore and its not working. Patient said her bladder is going crazy. Patient stated she feels it in her hip, knee, lower back, spine, and neck and patient cannot bend or sleep on her back. Patient is sore and tosses and turns. She also couldn't climb stairs today because of it. Patient states she saw a new managing hcp a couple months ago and he told her only one lead is working. Patient wanted assistance turning the therapy off. Patient reviewed how to turn amplitude to 0.0 and turn therapy off. Patient stated she has been dealing with these problems for over a year. Patient has an appointment with the hcp to check these issues. There were no further patient complications are anticipated or expected as a result of this event.